Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ couldn¿t be confirmed. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. Electrical, mechanical, and longevity analysis was normal with no anomalies found.